Event description:
Baxter (B)(4) received a report that a syringe broke off in the fill port of an infusor during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Further investigation by baxter revealed that this report is a duplicate of medwatch report number 6000001-2012-13513. Any further information will be contained in medwatch report number 6000001-2012-13513.

Manufacturer narrative:
(B)(4). Additional narrative: this product is not distributed in the u.s. And does not have a 510(k) number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.